Event description:
The user facility reported that the nurse incurred a needle stick. Follow-up communication with the user facility confirmed the following information: the nurse put the inner needle on a drape after use and then treated the patient's puncture site; after treatment of the puncture site on the patient the nurse took the inner needle from the drape to dispose of it in the sharps container; at that moment, the patient started to cough; the nurse was momentarily distracted by the patient with the inner needle still in hand the nurse felt a prick; the nurse had blood testing conducted for follow up; and the nurse is currently under observation.

Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturing facility for evaluation. Visual inspection of the safety cover revealed that it shielded the tip of the needle normally. Comparing the safety cover of the returned sample with the one of the normal product, the safety cover was deformed. The tip of the inner needle was deformed as well. A review of manufacturing and inspection records of the detector for safety cover deformation revealed no abnormality. A review of the device history records indicated that there were no production related problems for the past six months. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample is consisted with some force added to the safety cover after shielding the tip of the inner needle. The device labeling does address the potential for such an event in the instructions-for-use by statements such as, "do not add some force (such as: pull, rotate, hook and attempt to re-insert a withdrawn needle) to the safety cover after shielded the tip of the needle" and "dispose of the product immediately in the appropriate method after the safety cove shielded the tip of the needle [if you do any of these, safety cove might break or come off, and possible risk of needle-stick]." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).